Manufacturer narrative:
(B)(4) date sent: 7/2/2021 d4: batch # 102a68 h6: component code =g04 investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. The reload was received partially fired 1/3. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2021. Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that during an unknown procedure the device would not open once it was closed with a new load and inserted down trocar. It was removed from the patient and still wouldn't open. A new device was opened, loaded, and worked fine with no patient consequences.